Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 184 mg/dl. The customer reported that the alarm was resolved by a complete set change. The customer was advised that we will send replacement of infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.